Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger/modem would not charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board and the q1 current controlling transistor was shorted on the bedside board. The cause of the shorted q1 transistor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger would not charge a battery pack.